Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/02/2015 with the following findings: the black box verified the pump time, date reset to default after power on reset. Time, date reset to default was duplicated during investigation. Pump was open to investigate, and the internal battery component was found to be leaking. Battery compartment was cracked below bumper pad. (B)(4).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a cracked battery compartment. This report is made based on the results of an investigation completed on 11/02/2015.